Event description:
Follow-up with the physician's office revealed that the patient had not returned to the clinic or scheduled an appointment since generator replacement surgery. Therefore, the physician's office was unable to provide any additional relevant information regarding the event as the patient had not returned to be evaluated.

Event description:
Clinic notes were received for the vns patient's office visit on (B)(6) 2015. The notes indicated that the patient had two seizures the previous weekend where the patient's device did not stop the seizure activity as well as it did in the past. The patient typically had 2-3 mild seizures per month. The patient underwent prophylactic generator replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.